Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of -7.50 diopter was implanted into the patients right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged with a longer length lens due to low vault without rotation. Problem resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).